Event description:
The report we received from our affiliate indicated that during a pta to the superficial femoral artery (left or right, size of vessel unknown), using a retrograde approach, the balloon ruptured at an unknown pressure. There was severe calcification and 100% stenosis at the target site. There were no adverse consequences to the patient. The product has been ruptured for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.